Event description:
During use of a smart control stent delivery system it was reported that the nose cone separated from delivery system after stent deployment. The age and gender of the patient is unknown. The product was removed from packaging and examined before the use and was prepared as usual. During the case the product was being used off label in the venous system. The customer was aware that this was against the instructions for use (IFU) but was informed that this has been done before and was never the issue. There was no difficulty accessing the lesion or deploying the stent and the customer realized after deployment that the nose cone was separated from the body of the catheter and but it was successfully removed with the use of a guidewire. There was no reported injury to the patient.

Manufacturer narrative:
Please note that the product was received on march 17, 2014. The inner shaft was detached and included. The device has been sent for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The cc has been updated to reflect analysis of the returned device. During use of a smart control stent delivery system it was reported that the nose cone separated from delivery system after stent deployment. The product was removed from packaging and examined before the use and was prepared as usual. During the case the product was being used off label in the venous system. The customer was aware that this was against the instructions for use (IFU). There was no difficulty accessing the lesion or deploying the stent and the customer realized after deployment that the nose cone was separated from the body of the catheter and but it was successfully removed with the use of a guidewire. There was no reported injury to the patient. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non sterile pkg assy 10x080 smart vas 80cm was received coiled inside a plastic bag. The locking pin was not received. The unit was received in two parts; the inner member was received separated of the hub and looks compress and elongated in the proximal end. The unit was received deployed and the stent was not received. One kink was observed at 2.5 cm from the ID band. No more anomalies were found. The unit was sent to sem analysis in order to find the potential root cause of the separation. Sem results show that the inner member surface presented evidence of elongation at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of kink condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported by the customer ¿catheter tip/separated-in patient¿ was confirmed since the inner member was received separated; however sem results showed that the inner member surface presented evidence of elongation and it is the most common characteristic of stretched/pulled separation. The exact cause of the reported failure condition could not be conclusively determined. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Procedural factors could be contributed to the failure experienced by customer. Neither the DHR review nor the product analysis suggests that the failure is manufacturing related. Therefore no actions will be taken. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors, such as pulling, may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During use of a smart control stent delivery system it was reported that the nose cone separated from delivery system after stent deployment. The product was removed from packaging and examined before the use and was prepared as usual. During the case the product was being used off label in the venous system. The customer was aware that this was against the instructions for use (IFU). There was no difficulty accessing the lesion or deploying the stent and the customer realized after deployment that the nose cone was separated from the body of the catheter and but it was successfully removed with the use of a guidewire. There was no reported injury to the patient. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.